Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a pt. The customer reported there was no pt harm. The manufacturer's service technician performed extended self testing (est) which failed the exhalation filter pressure testing. The exhalation filter pressure was above tolerance, indicating occlusion. The service technician replaced the ventilator's exhalation filter and est then passed. The service technician reported when the ventilator circuit was removed there was some liquid evident in it, and there was no water trap in use. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the pt to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported as MDR due to user error in maintenance of the filter. Filter replacement must be performed per MFR recommendations and specified intervals. There was no malfunction of the device or the safety valve.